Event description:
A customer contacted beckman coulter (bci) in regards to erroneously elevated free t4 (frt4) results for seven patients generated by access2 immuno-analyzer. The erroneous results were reported out of the laboratory. The original samples from six patients were repeated on the same instrument and lower results were obtained. An alternate method was used for the seventh patient and it produced discordant results within a different clinical category. Two patients underwent thyroid scans due to the elevated results.

Manufacturer narrative:
The samples were collected in 3.5 ml bd serum tubes with a gel separator. The qc data was within the customer's established ranges. On (B)(4) 2001 the customer performed routine system check which passed within instrument specifications. The customer performed two separate five replicate precision tests using one patient sample. The results for both separated and combined tests passed. Service was not dispatched for this event. A clear root cause can not be determined for this event.